Manufacturer narrative:
No sample was received primary to this report, and the fault could therefore not be verified. Based on the information received by sales representative, the costumer used the ascope3 large in a 39fr dlt without lubricant. According to instruction for use "lubricate the insertion cord with a medical grade lubricant to ensure the lowest possible friction when the ascope 3 is inserted into the patient" and "excessive force should never be used when operating ascope 3". Furthermore, the IFU clearly states that the ascope3 large is not compatible with any dlt. It is believed, that the ascope3 large got stuck, due to the use of a too small dlt. It is therefore suspected that the cause of the reported failure is due to use error by the costumer. According to received information patient was not affected.

Event description:
During a bronchoscopy the scope would not advance in the double lumen tube (dlt); the scope became lodged and eventually snapped with the tip remaining in the dlt. After it was replaced with another dlt tube. The first double lumen tube was removed and inspected and the tip was intact. Patient condition was not affected.